Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an end of life (eol) indicator during a routine interrogation. This device has been in service for approximately 9 months. A guidant technical services (ts) consultant discussed clearing the eol pop-up screen on the programmer. After this was performed, a fault code appeared. The fault code was cleared, and the device exhibited a monitoring voltage of 3.19 volts, with a charge time of >45 seconds. A manual cap reform was conducted, and another >45 second charge time occurred, as well as the fault code. Ts recommended replacement of the device. No patient symptoms were reported.